Event description:
Report came in from the USA. The customer complained the crani-a (adult cranitome) foot plate was broken. This event did not occur during a surgical procedure. There was no harm to a pt or end user.

Manufacturer narrative:
The event was confirmed. The foot plate of the crani-a was drilled into and torqued almost 180 degrees out of correct position. Investigation of the crani-a initially appears to be misuse at the customer's site. The most likely root cause would be the surgeon applying side force, instead of direct force. A training deficiency of the user, specifically related to applying side force during use. Labeling provided with the device provides a warning, "forceful side loading of dissection tools may cause fracture of dissection toll, which may cause injury."